Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments. External insulation abrasion was noted at 8.0-9.0cm, 8.5-9.3cm, and 16.9-18.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.